Event description:
An initial report has been received reporting one of the spoke cracked off the rim. In speaking with the reporter of the event, it was learned the end user had received this device 10/2011. There is no report of injury to the end user.